Event description:
In 11/8/2001 osteoimplant technology inc. (O.t.I.) Received a telephone call from a dr. At a hospital. He indicated that he had experienced a malfunction with acetabular cup liner from a surgery performed and he was calling to notify o.t.I. And asked that the call be returned to discuss the details. Return calls were made on 11/09/2001 and 11/12/2001 and messages were left with his receptionist. Dr. Called back on 11/13/2001 and spoke with reporter. He stated that the subject implant had been implanted in 2001 as a revision to replace the liner in the patients existing acetabular shell. Following this surgery, the patient was experiencing problems and x-rays indicated a problem with the acetabular component. Dr. Said he performed another revision surgery in 2001 and found that the liner in quesiton was fractured. The complete acetabular implant was replaced at that point.